Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient, on (B)(6) 2024, the patient was sweating, felt bad, and was feeling hypoglycemic. Although the cgm was reported inaccurate, there were no bg nor cgm values were documented. The patient self-treated with 1 glucagon injection.the patient was unable to provide further details about the event. At the time of the report the patient was ok. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient, on 12/13/2024, the patient was sweating, felt bad, and was feeling hypoglycemic. Although the cgm was reported inaccurate, there were no bg nor cgm values were documented. The patient self-treated with 1 glucagon injection.the patient was unable to provide further details about the event. At the time of the report the patient was ok. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).